Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor had high current draw. Displacement test was not performed due to motor anomaly. The insulin pump had minor scratches on lcd window.

Event description:
It was reported that the customer had a motor alarm on the insulin pump. Customer's blood glucose level was 388 mg/dl. Customer ate ice cream to bring it up. Customer changed battery because it was down to one mark. Customer treated manually. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back up plan per health care professional's instructions. Customer also had a broken holster. No add'l info provided.